Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was presented in clinic after receiving a vibratory notifier for high, out of range hv impedance. No further information available. Patient will continue to be monitored.

Event description:
New information received indicated that programming changes were made. The patient had no symptoms.